Manufacturer narrative:
As reported, the plug and the balloon of a 6f/7f mynxgrip vascular closure device (vcd) were pulled out when it was removed from the site. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). The device was prepped according to the IFU. The device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. The type of procedure was a heart cath. The procedure did not use an ante-grade or retrograde approach. The deployer is mynx trained. A non-cordis sheath was used. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Additional procedural details were requested but are unknown. The product was not retuned for analysis. A product history record (phr) review of lot f2111002 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Patient and procedural factors may have contributed to the reported events. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the information available suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the plug and the balloon of a 6f/7f mynxgrip vascular closure device (vcd) were pulled out when it was removed from the site. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). The device was prepped according to the IFU. The device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. The type of procedure was a heart cath. The procedure did not use an ante-grade or retrograde approach. The deployer is mynx trained. A non cordis sheath was used. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Additional procedural details were requested but are unknown. The device will not be returned for evaluation.